Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
(B)(4). The retroflex 3 delivery system was returned to edwards for evaluation. The device was observed visually and under magnification. Visual inspection revealed a balloon burst. Only the proximal section of the balloon was returned, but it was confirmed that the balloon had completely separated in half. Without the return of the distal section of the balloon, it was not possible to determine whether the balloon initially burst longitudinally or radially. Under magnification, there were no visual abnormalities observed on the balloon. It was also observed that the blue guidewire lumen was not visible in the balloon. During evaluation, the balloon shaft was cut off the handle and the guidewire lumen was removed and inspected. Visual inspection revealed that the guidewire lumen was stretched and deformed/flattened and that the distal portion of the guidewire lumen had separated. Due to the balloon component's working length portion not being returned, dimensional inspection of the wall thickness of the balloon could not be conducted. On the returned portion of the device, no manufacturing defects were identified. A device history record (DHR) review for the delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Given the fact that the balloon ruptured at full inflation, at the time it would come in full contact with the diseased valve/calcification, it is likely that this rupture was caused by puncture from a calcium deposit. Although the exact root cause of the separation cannot be determined in this case due to only a portion of the device being returned, a review of prior similar complaints was performed. Of those complaints where the product was returned to edwards, evaluation of the devices suggested that protruding balloon material from the balloon burst caused increased difficulty removing the delivery system, leading to damage to the balloon and guidewire lumen. It is possible for a longitudinal tear to propagate and tear radially if the balloon interferes with an obstacle (in this case the sheath tip). This ultimately caused the nose cone component/distal portion of the balloon to separate from the delivery system. In regards to the stretched guidewire lumen and separation of balloon/guidewire lumen, as noted, balloon burst increases the possibility of leaving a protruding material that can interfere with an obstacle during retrieval (ie: patient's anatomy or sheath tip). Thus, it is possible for the inner guidewire lumen to stretch/separate and the balloon to tear into two or more pieces if force is used during system retrieval. This would also explain the reported difficulties withdrawing the delivery system through the sheath. As reported in the description, the balloon met resistance when attempting to retrieve through the sheath. The additional force used to pull the balloon into the sheath likely caused the balloon to separate. As mitigation, the training manual for the retroflex3 delivery system provides procedural consideration in case of balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. Available information suggests that procedural factors contributed to the event. Since no manufacturing issues are confirmed or suspected, and no labeling or IFU inadequacies have been identified, no preventative or corrective action is required at this time.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the balloon ruptured during valve deployment, the nose cone and distal portion of the balloon separated from the catheter and the patient suffered an avulsion of the iliac intima during foreign body removal. Case summary: the physicians reported feeling significant resistance when attempting to insert the 25f dilator, although no defect was noted on the dilator prior to use. Due to insertion difficulty with the dilator, the sheath was coated with propofol and was able to be inserted with moderate difficulty. A valvuloplasty was performed using the 4mm x 20mm edwards bav balloon. The 23 mm sapien and rf3 delivery system was inserted and traversed around the aorta without difficulty. The valve was positioned 50:50 and during deployment of the valve, the balloon ruptured. Per report, the cardiologist confirmed that all of the contrast had been eliminated from the atrion device prior to the balloon rupture. The valve was deployed in a 50:50 position with no pv leak or central regurgitation noted. The rf3 was then withdrawn but as the balloon portion of the catheter came into contact with the sheath, there was significant resistance. The physician then pulled a bit harder and the rf3 came out but the nosecone and the distal half of the balloon had broken off the catheter. The nosecone was observed on fluoro to be just above the tip of the sheath. Multiple attempts at snaring the nosecone into the sheath were made and the nosecone was able to be captured but was not able to be pulled into the sheath. The decision was then made to pull the devices all out as a unit, however, when it all exited the body, a large segment of vascular tissue could be seen around the wire. A coda balloon had already been inserted and was inflated on the contra-lateral side. Per report, the tissue that came out with the sheath/wire/nosecone was identified as intima. The adventia was noted to have remained intact. In order to repair the vessel, a 10mm x 10cm viabahn stent was deployed. The coda balloon was then deflated and the assessment revealed good flow. The cutdown was closed and the patient was transferred to the ICU in stable condition.